Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported the patient's implantable cardioverter defibrillator (ICD) "fired" and caused a large electrical shock to the health care professional (hcp). The hcp was thrown back against the wall of the ambulance leaving the right hand numb with a feeling of restlessness and uneasiness. The hcp stated the only body part that was in contact with the patient was the tip of the right middle finger as it was positioned on top of the v2 lead cable. The hcp stated it was determined an electrical shock had been sustained from the patient's device. The hcp stated this caused rhabdomyolysis and frequent premature ventricular contractions. The hcp was treated and discharged and was to follow up with a primary medical doctor. The hcp stated that as of five days post injury, ectopic heartbeats at a rate of five to seven beats per minute were occurring. No other information is known at this time.